Manufacturer narrative:
Zoll has not yet received the zoll console for further investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During an on-site annual maintenance evaluation, the zoll service technician reported that the thermogard xp ivtm console (s/n: (B)(4)) failed the slew-rate test and indicated the cooling engine may be leaking. No alarms were observed during the on-site evaluation. There was no report of patient involvement.

Manufacturer narrative:
The reported complaint was confirmed to result from a defecting cooling engine. Visual inspection was performed and no physical damage was observed; however, the drip tray was missing. Review of the event log revealed (unrelated to the complaint) multiple mid: 11 errors. The device failed functional testing due to a defective cooling engine. To resolve the primary complaint, the cooling engine was replaced. To prevent the mid: 11 error message from re-occurring, the console's software was updated. An annual preventative maintenance was performed. The console is a reusable device and was manufactured in 2012. The console passed all final testing criteria. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm console with serial number (B)(4).